Event description:
A report was rec'd that some employees had adverse reactions when coming in contact with cidex opa during manual high level disinfection. This is the report for the sixth employee who was exposed to the product for about 4 hours. He experienced eye pain and tearing that lasted about 18 hours. No medical attention or treatment was needed. The employee wore a mask, glass, gloves, bonnet and long sleeve clothes. The air exchanges were not measured, however, it was reported that the room was well-ventilated.

Manufacturer narrative:
(B)(4). References: 2084725-2009-00559, 00560, 00561, 00566.